Event description:
It was reported that the patient experienced discomfort as a result of inappropriate shocks as a result of atrial fibrillation with noise factors observed on this right ventricular (rv) lead. The rv lead was explanted and replaced. The patient was stable.